Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 145mg/dl (meter), 218mg/dl (lab). Tests were done 11-20 minutes apart with a difference of 26%. Patient did not experience any adverse events. No further info has been reported.